Event description:
It was reported that, "during removal draw rod tip broke off."

Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: complaint history analysis: (B)(4). Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation. The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft". Risk assessment: there were no reports of adverse consequences to the pt as a result of the instrument breakage. The reflex-hybrid revision driver draw rod tip is made from biocompatible material to mitigate the risk of it remaining in a potential pt. Conclusion: a thorough investigation could not be performed due to the unavailable of the implicated device and lack of info including complaints, the instrument failure is believed to be the result of user-error. The surgical technique states that cantilevering the instrument may damage the tip of the instrument.